Event description:
According to the reporter, on the day of the event, prior to dialysis, the physician observed a significant crack at the venous (blue) connector of the patient's chronic catheter used for hemodialysis. There was a significant crack at the connector of the catheter. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. The physician replaced the catheter connector. As a remedial action, the catheter was repaired. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.